Manufacturer narrative:
The review of the logs confirmed there was a 'hardware fault' experienced. Testing of the actual device found an issue with the motor drive.

Event description:
User reported that during a case a pump stopped and could not be restarted. The contact was not in the room at the time of the of the incident so precise details are currently not available. The user opted to change the pump out. There was no patient harm as a result of this suspected fault.